Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to unlocked connector at the lcd board. Unable to perform functional test including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test, displacement test or verify drive motor anomaly due to unresponsive buttons. After cutting open the insulin pump, the connector was lock and motor rewind properly. The motor was tested outside the device and passed. The insulin pump had cracked case at the display window corners, cracked display window and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor anomaly the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the piston of the pump is not working anymore. The customer stated that the pump cannot be rewound. The customer will be sent a replacement pump. The customer will return the pump for analysis.